Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.

Event description:
It was reported by the plaintiff's attorney the "on or about (B)(6) 2008", the plaintiff was implanted with an "ams perigee pelvic mesh product" with the "intention of treating the plaintiff for pelvic organ prolapse and/or stress urinary incontinence." The plaintiff's attorney alleges that the plaintiff has "suffered serious bodily injuries" and "extreme pain, erosion of internal bodily tissue, dyspareunia, additional surgery and/or other injuries." The plaintiff's attorney also alleges, the plaintiff has experienced "significant mental and physical pain and suffering, has required additional surgery and medical treatment and has sustained permanent injury" and "injured in her health, strength and activity." The plaintiff's attorney also alleges that "injuries have caused plaintiff severe mental and physical pain and suffering" and "some permanent disability" as well as other damages.